Event description:
It was reported that during a nephrectomy procedure there were two devices used in the procedure. The devices were dropped off in the materials area with a note: the first device would not fire and the handle broke. The second device partially fired, they did not report how the case was completed. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Damaged firing trigger handle, damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? Kidney at what location on the tissue? Renal hilum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Ets45. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? None would not fire. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, she could not fire the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? They never left their original position. Was there any difficulty removing the device from the tissue? No the analysis results found that the device was received with the firing trigger damaged and with a tr45w cartridge loaded in the device; it was noted partially fired. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.